Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is brazil. Blocks h3 & h6: the refinity catheter was discarded, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a refinity catheter was used in a coronary diagnostic procedure. During use, the catheter was unable to be removed from the philips guidewire (3008363989-2025-00074) independently; therefore, both were removed as a system. The procedure was completed with another device. No patient injury reported. This product problem is being submitted because the refinity catheter and philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Blocks b5 & d10: additional information confirmed that the guidewire used with the refinity catheter was not manufactured by philips. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a refinity catheter was used in a coronary diagnostic procedure. During use, the catheter was unable to be removed from the non-philips guidewire independently; therefore, both were removed as a system. The procedure was completed with another device. No patient injury reported. This product problem is being submitted because the refinity catheter and guidewire were removed as a system. There is potential for harm if it were to recur.